Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, periodontal disease, peri-implantitis, increased sensitivity, inflammation, mobility.